Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery. Subsequently, the pump shut off unexpectedly. The customer connected the pump to a power source to charge, but the pump did not turn on. The customer's blood glucose level was between 203-206 mg/dl. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issues were verified.